Manufacturer narrative:
The insulin pump passed the functional tests, including the prime, displacement, occlusion and excessive no delivery alarms tests.

Event description:
The customer stated that he was hospitalized for high blood glucose levels. The customer reported a blood glucose reading of 180 mg/dl during the phone call. The customer also stated that he exposed the insulin pump to an MRI and an x-ray. The customer did not feel comfortable using the insulin pump and asked to have it replaced.